Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4: batch #350c72. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with nozzle damage and with no reload present. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. The log shows that the device still thought that it was in a closed, post-firing state even after it was open and closed after the previous firing. It is possible that this can occur when the device is opened before the knife was fully retracted. With the knife not in the home position this led to the device preventing any further firing use until the knife was fully retracted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 350c72, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the stapler was closed to fire across the omentum, but the device locked out. Manual override was used to open the device. Unknown if staples were deployed or if the knife cut. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.